Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: dtpa2qq crt-d implanted: on (B)(6) 202.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient representative, "device alert every four hours, recently went into the clinic and the heart doctor said there was an issue with one of the lead wires. They were told the doctor made some adjustments to the settings and that it took care of the issue, however, the patient started hearing the alert again over the weekend and is concerned that the alert is sounding and thinks that something might be "life threatening" and wonders what do. The patient was referred to the physician. The lead remains in use. No patient complications have been reported as a result of this event.